Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control module was ordered for replacement to resolve the issue.

Manufacturer narrative:
Device evaluated by MFR : device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit would not boot up resulting in loss of mechanical ventilation. There was no patient involvement.